Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, a gii articular inserter/extract broke inside the patient, and the material fragment was later seen in x-rays of the knee. The procedure was finished with the same device and no delays. At this time it is unknown how this event will be treated. No further information available.

Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the gii articular inserter/extract. Therefore, no investigation is deemed for the other device. The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the tip of the device is fractured. The clinical/medical investigation concluded that the x-ray images confirm the reported breakage; however, the images do not indicate a root cause for the breakage. Based on the limited information provided, the clinical root cause of the reported breakage could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The gii articular inserter/extract is made of stainless steel type 630. This instrument is an externally communicating device, it is neither manufactured nor intended for implantation. Long-term implantation data is not available. The patient impact is determined to be the retained gii articular inserter/extract fragment with potential risk for micro-motion and/or migration, as well as local irritation or discomfort. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.